Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), asthenia ("disabling asthenia") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, depression, asthenia and amenorrhoea outcome was unknown. The reporter provided no causality assessment for amenorrhoea, asthenia, depression and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy and spondylodesis (l4, l5, s1). Patient had no relevant gynecological past medical history. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), asthenia ("disabling asthenia") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (bilateral salpingectomy, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, asthenia and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, asthenia, depression and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 15-may-2019 for the following reason: after internal review, update of causality comment to correctly reflect available information. No new follow-up information was received from the reporter. We received a returned sample in this case. A technical investigation was conducted, as well as a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy and arthrodesis (l4, l5, s1). Patient had no relevant gynecological past medical history. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), asthenia ("disabling asthenia") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (bilateral salpingectomy, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, asthenia and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, asthenia, depression and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire ¿ patient¿s demographic data; medical history (appendicectomy, arthrodesis l4, l5, s1 and no relevant gynecological past medical history); onset date of events amenorrhoea, asthenia, depression and pelvic pain (2016); outcome of events amenorrhoea, asthenia, depression and pelvic pain (unknown); reason for essure removal (patient's request due to events amenorrhoea, asthenia, depression and pelvic pain); reporter¿s causality assessment (related - essure caused or contributed to the occurrence of the event). No follow-up available 6 or more months following essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy and spondylodesis (l4, l5, s1). Patient had no relevant gynecological past medical history. In 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), asthenia ("disabling asthenia") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (bilateral salpingectomy, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, asthenia and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, asthenia, depression and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.